Manufacturer narrative:
Based on the information available, no conclusion can be made. The information provided is limited to the maude event report as we have been unable to reach the contact. As alleged the patient experienced recurrence and adhesion. Recurrence and adhesion formation are known inherent risks of hernia repair surgery and are listed in the adverse reactions section of the instructions-for-use (IFU) as possible complications. The warnings section of the IFU states "ensure proper orientation; the bioresorbable coated side of the prosthesis should be oriented against the bowel or sensitive organs. Do not place the polypropylene mesh side against the bowel. There may be a possibility for adhesion formation when the mesh is placed in direct contact with the bowel or viscera." A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october 2015. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
The following was reported maude event report (mw5094183), alleging adverse outcomes against bard/davol ventrio st mesh: "first emergency surgery was (B)(6) 2016. I had ulcer perforate my abdomen. Second emergency surgery was on (B)(6) 2016. I herniated thru where they stitched me up so they placed bard ventrio st number seu0117011 for second surgery. Then on (B)(6) 2016, I had a 3rd emergency surgery because I had strangulated an incarcerated hernia through the mesh and the doctor said the mesh disintegrated and he took down adhesion on my liver and kidney. I forgot where else he said, it was like my intestines going through chicken wire. It was so painful and it still is and I still have to get trigger point injections every so often because the mesh is shrinking and pulling on the anchors. I don't know what to do. But I clearly know the mesh I had first implanted was a defect. If you have any suggestions on how to get help I'd appreciate it".